Manufacturer narrative:
Follow-up information received on 13-jun-2016 - legal claim provided: on around (B)(6) 2015, the consumer underwent the essure procedure. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and she was advised that her essure coil had perforated her left fallopian tube. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, excessive weight gain, excessive rashes, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. The consumer subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve her symptoms. She underwent a second hsg test in or around (B)(6) 2016, which determined that essure coils were broken. Consequently, her treating physician recommended that she undergo surgery to remove the essure coils. On around (B)(6) 2016, the consumer underwent a hysterectomy to have the essure coils removed. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this medically confirmed, legal and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her 3 month confirmation test revealed essure perforated her left fallopian tube. She also developed excessive and frequent menstruation with regular cycle and was submitted to an endometrial ablation. After this procedure she experienced pelvic pain/ persistent left-sided lower quadrant pain that at times was very sharp. A hsg (hysterosalpingogram) test was performed about 4 months after insertion and the result showed essure coils were broken. A hysterectomy in order to have essure coils removed was performed. Only the event essure coils were broken is unlisted according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, essure insertion was reported as uncomplicated. Although the exact mechanism of the reported perforation was unknown, given event's nature and its close temporal relation with device insertion, causality with the essure cannot be excluded. Regarding the remaining events, no alternative explanation for patient's menstrual changes is available and the exact date of breakage was unknown. Nevertheless, considering the positive temporal relationship between these events and essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since endometrial ablation was required as bleeding treatment and surgical intervention was performed. Non-serious events were reported. According to product technical analysis (ptc), there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 08-mar-2016. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events are not indicative of quality deficit per se. In summary, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and her 3 month confirmation test revealed essure perforated her left fallopian tube. She also developed excessive and frequent menstruation with regular cycle and was submitted to an endometrial ablation. After this procedure she experienced pelvic pain/ persistent left-sided lower quadrant pain that at times was very sharp. She was scheduled for a total laparoscopic hysterectomy with bilateral salpingectomy. The reported events are listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was reported as uncomplicated. Although the exact mechanism of the reported perforation was unknown, given event's nature and its close temporal relation with device insertion, causality with the essure cannot be excluded. Regarding the remaining events, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, patient had an endometrial biopsy which was negative for malignancy. Since no alternative explanation for patient's menstrual changes is available and considering the positive temporal relationship between this event and essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since endometrial ablation was required as bleeding treatment and an intervention will be required for essure removal. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted in(B)(6) 2015 to prevent pregnancy. On (B)(6) 2015, hsg (hysterosalpingogram) test was performed and she was told by her physician that the essure perforated her left fallopian tube. Patient was scheduled for surgery to remove her left fallopian tube and was inquiring if she will have to pay for an upcoming surgery. Follow up information received on 26 and 27-jan-2016: medical records received. Patient was (B)(6) and was not pregnant. Her last menstrual period was on (B)(6) 2014. As concomitant medication she received abilift, celexa and xanax. She was allergic to keflex, milk and penicillin. On (B)(6) 2015, essure was inserted for sterilization. Urine pregnancy test was negative. The insertion was done under intravenous sedation and paracervical block. Cervical dilation was applied (6 cm). Tubal ostia were visualized bilaterally and microinsert was placed with 4 proximal coils on both sides. Patient tolerated placement without difficulty. She was given toradol and versed. She was instructed to use oral contraceptive and was discharged with cramps. On (B)(6) 2015, she complained of excessive and frequent menstruation with regular cycle and an endometrial biopsy was performed. The biopsy results were negative for malignancy. On (B)(6) 2015 hysterosalpingogram was performed and the results showed possible left tubal perforation (left essure coil did not appear to be in the right position) with tubal occlusion (no contrast past outer coil). Physician visit notes on this date included septate uterus, bilateral tubal occlusion and possible left perforation. On (B)(6) 2015 she had novasure ablation performed. On (B)(6) 2016 she complained of pelvic pain following the ablation. She was having persistent left-sided lower quadrant pain that at times was very sharp. Doctor recommended laparoscopy but patient was more interest in the possibility of definitive surgery. She was also complaining of excessive hair growth / hirsutism. Pelvic exam on the same day showed unspecified adnexal tenderness. Follow up information received on 27-jan-2016: case is now potential legal. Follow up information received on 28-jan-2016: no new clinical information provided follow up information received on 01-feb-2016: the hsg test films were provided. Follow-up received on 05-feb-2016 and additional information received on 09-feb-2016: information received states that patient, who had essure inserted on (B)(6) 2015, is scheduled for a total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her 3 month confirmation test revealed essure perforated her left fallopian tube. She also developed excessive and frequent menstruation with regular cycle and was submitted to an endometrial ablation. After this procedure she experienced pelvic pain/ persistent left-sided lower quadrant pain that at times was very sharp. She was scheduled for a total laparoscopic hysterectomy with bilateral salpingectomy. The reported events are listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure insertion was reported as uncomplicated. Although the exact mechanism of the reported perforation was unknown, given event's nature and its close temporal relation with device insertion, causality with the essure cannot be excluded. Regarding the remaining events, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, patient had an endometrial biopsy which was negative for malignancy. Since no alternative explanation for patient's menstrual changes is available and considering the positive temporal relationship between this event and essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since endometrial ablation was required as bleeding treatment and an intervention will be required for essure removal. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils were broken'), fallopian tube perforation ('essure perforated her left fallopian tube'), polymenorrhagia ('excessive and frequent menstruation with regular cycle') and pelvic pain female ('pelvic pain following recent ablation / persistent left-sided lower quadrant pain that at times was very sharp') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "septate uterus" on (B)(6) 2015. The patient's previously administered products included for an unreported indication: versed on (B)(6) 2015 and toradol on (B)(6) 2015. Concurrent conditions included uterine anteflexion since (B)(6) 2015, allergic reaction to antibiotics since (B)(6) 2013, milk allergy since (B)(6) 2013 and penicillin allergy since (B)(6) 2013. Concomitant products included alprazolam (xanax) for sterilization as well as aripiprazole (abilify) and citalopram hydrobromide (celexa). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("cramps after essure insertion"). On (B)(6) 2015, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain female (seriousness criterion medically significant), adnexa uteri pain ("unspecified adnexal tenderness ") and hirsutism ("excess hair growth / hirsutism"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), pelvic pain ("chronic pelvic pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes") and fatigue ("chronic fatigue"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, polymenorrhagia, pelvic pain female, procedural pain, adnexa uteri pain, hirsutism, medical device discomfort, back pain, pelvic pain, abdominal distension, abdominal pain, dyspareunia, abnormal weight gain, rash and fatigue outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adnexa uteri pain, back pain, device breakage, dyspareunia, fatigue, hirsutism, medical device discomfort, pelvic pain female, polymenorrhagia, procedural pain, rash and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of quality deficit per se. In summary, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: significant new information: legal claim received, serious event essure coils were broken and other non-serious events were added, essure was removed. On 4-jun-2020:: pif received, reporter, indication added. This medically confirmed, legal and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her 3 month confirmation test revealed essure perforated her left fallopian tube. She also developed excessive and frequent menstruation with regular cycle and was submitted to an endometrial ablation. After this procedure she experienced pelvic pain/ persistent left-sided lower quadrant pain that at times was very sharp. A hsg (hysterosalpingogram) test was performed about 4 months after insertion and the result showed essure coils were broken. A hysterectomy in order to have essure coils removed was performed. Only the event essure coils were broken is unlisted according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, essure insertion was reported as uncomplicated. Although the exact mechanism of the reported perforation was unknown, given event's nature and its close temporal relation with device insertion, causality with the essure cannot be excluded. Regarding the remaining events, no alternative explanation for patient's menstrual changes is available and the exact date of breakage was unknown. Nevertheless, considering the positive temporal relationship between these events and essure insertion; causality with the suspect insert cannot be excluded. This case was considered an incident, since endometrial ablation was required as bleeding treatment and surgical intervention was performed. Non-serious events were reported. According to product technical analysis (ptc), there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.